Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 01/24/2017. Device returned to manufacturer? Yes. Device evaluation: the received intraocular lens was cut in pieces, most probably to make removal and replacement possible. Considering the condition of the lens, additional analysis was not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) got stuck in the cartridge. The doctor thought she could get it in the eye and attempted delivery. The iol was inserted in the patient's eye but had to be removed as it tore. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: the customer indicated that the intraocular lens (iol) tear was a result of the iol being stuck in the cartridge. Concomitant medical products: 1mtec30 lot number cb39356.